Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 cgm displayed an urgent low reading without a value while the patient¿s fingerstick blood glucose measured 399 mg/dl and later 493 mg/dl, after which the patient noted the sensor was only partially inserted, replaced the sensor, and planned to remove the pump and use backup therapy if needed. Symptoms included no reported clinical symptoms. Outcomes included no hospitalization and no medical intervention beyond troubleshooting and education. Investigation included customer interview and troubleshooting regarding cgm placement, sensor replacement, and guidance on using backup therapy if hyperglycemia persisted. Investigation of this case revealed a likely cgm sensing issue due to partial insertion causing discordant readings, which affected ilet therapy inputs and contributed to hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to attribute the event solely to the device or user handling. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.